Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited over-sensed noise which resulted in episodes of inappropriate mode switch. Programming adjustments were discussed; however, no intervention was performed. The physician elected to continue monitor the patient. There was no patient consequence reported.